Manufacturer narrative:
(B)(4). The leak was from a cut in the tubing. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation it was discovered that an interlink buretrol solution set had a leak from the tubing near the outlet port of the check valve. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter evaluated one sample which arrived out of the pouch and spiked into a lactated ringers solution bag. Visual inspection showed no obvious defects. Functional testing was performed filling the sample with distilled water and squeezing the drip chamber, this identified a leak from the tubing near the outlet port of the check valve. Should additional relevant information become available, a supplemental report will be submitted.